Manufacturer narrative:
Patel nc, edwards ms. "Vagal nerve stimulator pocket infections." Pediatr infe dis j 23: 681-683, 2004.

Event description:
Reporter indicated via article that a vns therapy pt underwent immediate device removal due to battery site infection. Good faith attempts to obtain additional info have been unsuccessful to date.